Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the customer was throwing up for two days, and the third day she did not wake up at all and was in coma. The caller has the insulin pump and the supplies; they do not know what to do with them. No further information was provided.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with a cracked reservoir tube lip and cracked reservoir tube. The history filed showed alarms for unexpected restart and corrupted data. The daily total from (B)(6) 2005 showed 0 units of insulin. The insulin pump was received with a depleted battery and reset to factory default. The insulin pump was monitored for 24 hours and no unexpected error alarms were noted. The insulin pump had alarms in the history for corrupted history files.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.